Manufacturer narrative:
UDI not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual sample upon receipt was only the catheter. Magnifying inspection of the distal end of catheter obtained following results. It had a bulging shape. It had been torn in the longitudinal direction. The outer layer was missing in two places. Magnifying inspection of the distal end of catheter (from the top) obtained following results. The missing lengths were approx. 0.7mm and approx. 1.2mm in the circumferential direction, respectively. The inner and outer layers had been fallen inward. Electron microscopic inspection of the distal end of catheter obtained following result. Abrasions were found around the torn section. An elongation was found around the torn section. Roughness was found on the fracture surface. The inner and outer diameters of the actual sample were measured and confirmed to meet the factory's specifications. Simulation testing was conducted. From the state of actual sample, it was inferred that the tear may have occurred due to the application of tension in the circumferential direction starting from the scratch on the distal tip. Therefore, the following simulation test was performed. With the distal tip scratched at multiple sections, the balloon with insufficient deflation was pulled in. As a result, a tear occurred starting from the scratch. Electron microscopic inspection of the torn section found an elongation and roughness on the fracture surface. The above features were likely to be similar to the condition of actual sample. Review of the manufacturing record and the shipping inspection record of the involved product code/lot# combination confirmed that there were not any indications of anomaly in them. A search of the complaint file found no other similar report with the involved product code/lot# combination from other facilities. Based on the investigation result, it was likely that some force was applied to the distal end of catheter, causing a tear, and missing. As a possible cause of the tear and missing, it was inferred that they occurred by the following mechanism. However, since the details of procedure were unknown, the cause of occurrence could not be clarified. When approaching the lesion, it was abraded by the calcified region and the distal tip was scratched. Since the distal tip had a bulging shape, the combined balloon was pulled in without being completely deflated, and tension in the circumferential direction was applied. As a result, tears occurred at multiple sections of the distal tip starting from the scratch. A part of the torn distal tip was caught in the calcified region or the placed stent. Since the actual sample was removed in this state, two places of the distal tip was missing. The missing lengths were likely to be approx. 0.7mm and approx. 1.2mm in the circumferential direction, respectively. IFU states: when inflating a balloon at, or close to the guiding catheter tip, be sure not to inflate it inside the distal end of the guiding catheter, as this may cause damage to the guiding catheter tip or to the balloon. IFU states: when removing a balloon through the guiding catheter, make sure to deflate it completely. Removal of an incompletely deflated balloon may clog the guiding catheter tip and may result in damage of the tip due to the thinness of the slenguide catheter wall. (B)(4).

Event description:
The user facility reported the r2p slenguide was used during the procedure. There were lesions in the external iliac arteries on both sides, and r2p was performed. It was performed from the left external iliac artery. After inserting the slenguide, it was changed to a .14 wire. Pre-dilation was with a senri 7/40. After confirming the lesion with a navifocus wr, a misago 8/100 was placed. Post-dilation was with a senri. Then, treatment of the right external iliac artery was started. Pre-dilation with the senri, misago 8/60, and 10/40 was placed. Post-dilation. After the treatment was completed, the involved product was removed, and the distal end was found to be flared. As a result of checking the actual product, it was found that the distal end of it was missing. It was likely that the missing piece was remained in the patient's body. The procedure was completed successfully. The patient was not harmed. There was no medical or surgical intervention required.